Event description:
At initiation of dialysis treatment a pinhole leak was found in the arterial bloodline tubing. Blood volume in the arterial tubing was discarded resulting in ebl = 87 cc. The complaint sample was discarded at the time of the incident. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only.